Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure: laparoscopic cholecystectomy. Event description: [name] medical center. "The clips didn't come out all at once, and they had to be pressed multiple times to release one clip. So, they replaced it with the new product." Product is available for return. Additional information was received via call on 05jun2025 from applied medical representative: "it was confirmed that the correct lot number is 1537050." Patient status: there was no problem with the patient. Intervention: the case was completed with the new device.

Event description:
Type of procedure: laparoscopic cholecystectomy. Event description: [name] medical center. "The clips didn't come out all at once, and they had to be pressed multiple times to release one clip. So they replaced it with the new product." Product is available for return. Additional information was received via call on 05jun2025 from applied medical representative: "it was confirmed that the correct lot number is 1537050" patient status: there was no problem with the patient. Intervention: the case was completed with the new device.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as all clips loaded and closed properly. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.